Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alert occurred indicating customer's bg was above target level (value not provided) and to correct bg. Although multiple attempts were made to contact customer for additional information, customer did not reply.